Manufacturer narrative:
Device not returned, follow up conversation with company representative.

Event description:
It was reported that a physician implanted an x-stop device into a patient. Post-procedure, a revision surgery was performed due to persistent pain and further disc bulging, cause root compression. No additional information was reported.